Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck is 25 mm in diameter at the renal arteries and 24 mm in diameter 11 mm below the renal arteries, there is mild tortuosity and mild calcification in the iliac arteries. It was reported that the fluoroscopy revealed that the iliac limb may not have had direct wall apposition. The physician elected to implant a second iliac limb to resolve the apposition to the vessel wall. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (unknown cause of event). Evaluation, conclusions: (unknown cause of event).